Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device's circuit breaker was tripping. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal batteries were replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's circuit breaker was tripping. The device was not in patient use. The evaluation of the device is still in-progress. A follow-up report will be submitted when the manufacturer's investigation is complete.